Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (7 cfu/endoscope) and coagulase-negative staphylococci (4 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air channel: pseudomonas aeruginosa (17 cfu). Suction channel: pseudomonas aeruginosa (>80 cfu). Auxiliary channel: pseudomonas aeruginosa (9 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.